Event description:
A venatech lp filter was implanted on 2008 is an obese female pt without incident and appeared well positioned. Two months later, the pt returned for a routine follow up CT scan. The filter was noted to be damaged and located in the intra-hepatic portion of the ivc. The pt was positive for pulmonary embolism. The pt had not undergone any interventions in the 2-week period between implant and the date of event. The pt is currently stable. The lot number of the device has not been provided.